Event description:
The physician reported "catheter rupture".

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. Allergan has received the product however, the device has not been identified nor has the analysis been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."